Event description:
It was reported leak discovered after connecting the port body for chemotherapy infusion. There was no medication interruption, the patient did not exhibit any symptoms, there was no urgent/life threatening medial situation or harm. The device was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.